Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429678 lead, implanted: (B)(6) 2014; 5076-45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that within one day of implant, rv (right ventricular) threshold had risen to high levels and dislodgement was noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.